Manufacturer narrative:
Mfg site name - freudenberg medical. The complainant indicated that the device is disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vaginal vault suspension procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician had difficulty suturing and discovered upon cystoscopy that the patient's bladder got perforated. The physician repaired the perforated bladder transvaginally. The procedure was completed with another uphold lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be fine.